Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, olympus confirmed that foreign material (crystalized) came out of the device; however, the type of the material and the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the insertion tube of the gastrointestinal videoscope was crystallized. There was no patient involvement.